Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had performance issues with multiple mapping sessions as well as frequent issues with external components since activation. Recipient was re-implanted.

Manufacturer narrative:
Conclusions: device investigation of the received parts did not reveal any device defect or damage which has been present whilst implanted; the device is working within specification. Damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient_s perception was unsatisfactory; however, no technical problem could be detected. Furthermore the electrode array was found fully inserted at the time of explantation. Whilst implanted impedance increase was observed on two channels; however, one channel returned to normal and a cause for it might be due to physiological issues. Reportedly the device was explanted due to poor performance despite several fitting attempts and frequent issues with the external components since activation. This is a final report.

Event description:
The user experienced equipment/device issues. The recipient had performance issues with multiple mapping sessions as well as frequent breakages of the external components since activation. Explantation took place (B)(6) 2019. No additional information is available on performance with the new device.